Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline not locking properly on the controller was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(4), revealed debris inside the driveline bulkhead assembly. A test modular cable was connected to the controller which did not lock properly. The testing for the controller continued. The controller was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without producing any alarms. The controller functioned as intended despite the mod cable not being able to lock properly. The debris inside the bulkhead assembly was removed, and the mod cable was able to lock properly. A root cause of the reported event was determined to be having debris inside the driveline bulkhead assembly; however, the root cause of the debris inside the bulkhead assembly was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient needed the modular cable replaced because it would not lock into the system controller. The site attempted to insert the new modular cable into the patient's back-up controller and the driveline would not lock into it. The site tried multiple modular cables with the same results. The patient was given a new back-up controller, the issues resolved, and the patient is stable. Related MFR # 2916596-2022-12873.